Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be below expected limits. The device was tested on the bench and no anomaly was found. The original battery was returned to the manufacturer for further analysis and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached eri and eos on (B)(6) 2016. It was noted a few months back that the remaining battery longevity was 2 - 3 years. Patient did not require pacing support. Device was successfully explanted and replaced. The patient was in good condition and stable at the time of generator change and leading up to the procedure.